Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and there was resistance with the dilator during the procedure. The reporter stated the ¿ceiling bag¿ was leaking from the valve, on the proximal portion of the sheath. They tried re-flushing the sheath without resolution. When the sheath was replaced, the issue was resolved and the procedure continued. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 00002805 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and there was resistance with the dilator during the procedure. The reporter stated the ¿ceiling bag¿ was leaking from the valve, on the proximal portion of the sheath. They tried re-flushing the sheath without resolution. When the sheath was replaced, the issue was resolved and the procedure continued. Additional information was received, and it was indicated that the resistance was between the sheath and the dilator. The resistance was noticed when inserting the dilator into the sheath. There was no visible damage observed on the dilator. There was no adverse patient consequence reported.

Manufacturer narrative:
The device was returned to johnson & johnson medtech's for evaluation on 08-jul-2025. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and there was resistance with the dilator during the procedure. The reporter stated the "ceiling bag" was leaking from the valve, on the proximal portion of the sheath. They tried re-flushing the sheath without resolution. When the sheath was replaced, the issue was resolved and the procedure continued. Device investigation details: visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device 00002805 number, and no internal actions related to the complaint were found during the review. The dislodgement issue identified during the investigation could be related to the leak and resistance issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).